Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device change out due to eri, oversensing of noise was noted on the right atrial lead, which was reproducible with pocket manipulation. The lead was capped and replaced on (B)(6) 2019. Patient's condition was stable.